Event description:
It was reported stent fractures occurred. The patient had three innova stents (6/200, 6/150, and 6/80) implanted in the ostium of the left superficial femoral artery down to tibioperoneal trunk in (B)(6) 2016. During an angiogram for a re-intervention, it was noticed that all three previously placed innova stents were fractured. An attempt to open the vessel was made but unsuccessful as they could not get past the stent fracture. The patient has been scheduled to be brought back for re-intervention at a later date. No complications were reported and the patient was reported to be a claudicant but with no threatened limb.

Manufacturer narrative:
(B)(4).

Event description:
It was reported stent fractures occurred. The patient had three innova stents (6/200, 6/150, and 6/80) implanted in the ostium of the left superficial femoral artery down to tibioperoneal trunk in (B)(6) of 2016. During an angiogram for a re-intervention, it was noticed that all three previously placed innova stents were fractured. An attempt to open the vessel was made but unsuccessful as they could not get past the stent fracture. The patient has been scheduled to be brought back for re-intervention at a later date. No complications were reported and the patient was reported to be a claudicant but with no threatened limb. It was further reported the patient underwent re-intervention in late (B)(6) of 2018. Unfortunately, the most proximal fractured stent could not be crossed. The physician noted the struts must have really been invaginated into the lumen. Even the more distal stent fractures were very difficult to cross. It was noted that the patient does not have ischemic rest pain or clinical critical limb ischemia. The patient was offered the option of one more attempt at re-intervention, directly sticking into the occluded stent in an attempt to get a wire through, but has opted out at this time. The patient says he is okay with his current status of being able to walk about 200 yards at a time with the claudication.